Manufacturer narrative:
The complaint is inconclusive at this time as the actual complaint device has not yet been received for evaluation. A DHR review was performed and there were no nonconformance found related to the complaint problem. See scanned pages.

Event description:
The nature of the incident, according to the doctor; when he (the doctor) was dilating the central bile duct, water leaking from a pinhole of the balloon into the submucosa compressed the duodenum, which resulted in damage of the tissue. According to the doctor, the patient has had no risk after the operation and is becoming convalescent. On 12/18/2007 - additional information was received that patient had finished the hernia operation and laparoscopic cholecystectomy. The patient safely left the hospital and has been doing well. On 12/21/2007 - device has not yet been received for evaluation.